Manufacturer narrative:
B3: date of event - estimated as 12dec2024 as this was the date of procedure and the exact event date is unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced a spasm. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After completing the pvi, the patient presented symptoms that appeared to be a spasm that was confirmed in the ward. Nitroglycerin was administered to respond to the symptoms. No further details on the time of the event were known. The catheter is not expected to be returned for analysis.